Event description:
The rotator on the hemostasis valve broke while connected to the catheter during use. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device eval has not been completed. The customer did not provide any info as to if this was the initial use of the device. A f/u report will be submitted when the eval has been completed. Eval conclusions: a f/u report will be submitted when the eval has been completed.